Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient passed away. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient passed away. The device was returned to the manufacturer's service centre for further evaluation. During the evaluation of the device at the manufacturer's service centre, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings was not observed. There was zero error code found. The manufacturer's service centre concludes that they couldn't confirm the customer's allegation and unit scrapped. Box h was updated in this report.